Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported while performing a combined vitrectomy (25 gauge), he decided to pass immediately to vitrectomy and to implant the intraocular lens (iol) only at the end of the procedure in order not to have myosis. When he passed to vitrectomy and opened the infusion, which was set with the trocar 25 gauge (tested with the machine and purged by the nurse), air bubbles appeared. These air bubbles migrated to the posterior capsule. As a result, the doctor was not able to see the back of the eye. He tried to remove and aspirate the air bubbles but in the process of doing so caused a posterior capsular tear. The surgeon then had to insert the iol in the sulcus. Additional information has been requested.